Event description:
Reportable based on device analysis completed on 06-jul-2022. It was reported that difficulty in advancing was encountered. A 2.0mm x 150mm x 150cm coyote balloon catheter was selected for use. However, there was difficulty advancing the balloon catheter through the guide catheter. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed balloon detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: used the first day of the month of the bsc aware date since event date not provided. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The device showed signs of use. The balloon was separated from the catheter and was not returned. The catheter was measured at 137.4 cm in length with a portion stretched extending 1.2 cm at the distal end.